Event description:
It was reported that there was a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose levels. The customer completed a pump reset independently and continued to use the pump for insulin therapy.